Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit had a ac mains indicator not functioning and the batteries were not charging. No patient involvement or injuries were reported.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.